Event description:
Spontaneous communication. Patient's wife reports pump serial number (B)(4) is malfunctioning with high pressure alarm. Patient was able to switch to back-up pump and resume therapy. Error occurred while in patient use. This is a life-sustaining therapy. This has been resolved. No other information is known. Did the patient miss a dose or experience an ae as a result of the defective product? No. Defective product lot number and expiration date. Unknown. Does the pt have the defective product on hand for possible return to the manufacturer? Yes, patient will return defective product. Reported to (B)(6) by pt/caregiver.